Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review did not show any issues that could be related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. The device sample is needed for a proper and thorough investigation. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device is not producing enough heat during use. Customer reported there was no patient injury or consequence.